Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947-58, lead, implanted: (B)(6) 2010; 4296-78, lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the battery longevity estimate was short. It was indicated that reprogramming would be performed to obtain a new longevity estimate. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory found no anomalies. Clinician reprogramming required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.